Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log. It was determined to be a malfunction of the oxygen blender board, but this device has ended its service life on 4/25/2025. Therefore, processing lease-up will be performed without repair. This device will be discarded after processing. The oxygen blender pca will be returned to pil.